Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was blank. Customer blood glucose reading was 615 mg/dl. Customer current blood glucose was 200 mg/dl. Customer blood glucose at the time of the incident is 615 mg/dl. Customer did not troubleshoot for the black display issue. Customer had automatic disorder so he was falling many times. Customer also reported hospitalization but they were off the insulin pump greater than 48 hours. Insulin pump will be returning for analysis.

Manufacturer narrative:
Insulin pump was received with a severely cracked and bleeding lcd glass. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and dat test due to lcd damage. Unable to test for blank display due to lcd damage. Unable to perform the pump trace download or care link due to lcd damage. No moisture damage noted on the electronic assembly or on the motor. Insulin pump had minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip.